Event description:
Pt reported that they went into dka and was rushed to the hosp back in 2005, their blood glucose reading while at the hosp was 810 mg/dl because their tubing was leaking/cracked at the luer end of the connection to the device. They tested positive for ketones and received an insulin drip while at the hosp. The pt also used the infusion set tubing longer than recommend per the instruction for use labeling requirements.